Event description:
Patient reporting a breast implant illness (bii). Patient representative has reported patient experienced "pain and pressure sensitivity in the breast and enlarged lymph nodes", "neuralgia in the arms and hands, severe cognitive limitations (short-term memory, learning difficulties, problems to follow in complex situations), hair loss, skin rashes on the hands and armpits, regularly swollen lymph nodes under the arms, neck and groin" diagnosed by ultrasound. Sonography results showed "normal axillary lymph nodes and no silicone charge." This relates to the right device. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: pain: unable to observe since it is a medical event and is not related to the device. Pain - ndr: not applicable as the event is not related to the device. Anxiety - product/procedure: unable to observe since it is a medical event and is not related to the device. Varied injuries - ndr: not applicable as the event is not related to the device. Depression: unable to observe since it is a medical event and is not related to the device. Other-medical - ndr :not applicable as the event is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Event description:
Patient reporting a breast implant illness (bii). Patient representative has reported patient experienced "pain and pressure sensitivity in the breast and enlarged lymph nodes", "neuralgia in the arms and hands, severe cognitive limitations (short-term memory, learning difficulties, problems to follow in complex situations), hair loss, skin rashes on the hands and armpits, regularly swollen lymph nodes under the arms, neck and groin" diagnosed by ultrasound. Sonography results showed "normal axillary lymph nodes and no silicone charge." This relates to the right device. Device has been explanted.